Event description:
It was reported that an error was received stating to attach a fiber. Additionally, there was an energy delivery output/failure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction provided in: g2 report source. The console was not returned for analysis; however, the console was serviced at the customer's facility by a field service engineer (fse). The fse was able to confirm the reported issue with the fiber focus assembly not working properly. The fse replaced the fiber focus assembly, and completed all tasks on the system checklist. The console delivered power and passed all system requirements. The console was ready for use. Based on analysis results, it is likely that the fiber focus assembly was damaged requiring replacement. After the fiber focus assembly was replaced, the reported issue was resolved. The review on the device history record for this console confirmed that it met specification prior to release. Based on the information available and analysis results, an expected or random component failure was identified without any design or manufacturing issue. The lens cell assembly was later returned for analysis. Visual inspection found that the lens cell assembly was in good physical condition, the electrical conditions were in good condition, and the lens was clear and clean.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customer's facility by a field service engineer (fse). The fse was able to confirm the reported issue with the fiber focus assembly not working properly. The fse replaced the fiber focus assembly, and completed all tasks on the system checklist. The console delivered power and passed all system requirements. The console was ready for use. Based on analysis results, it is likely that the fiber focus assembly was damaged requiring replacement. After the fiber focus assembly was replaced, the reported issue was resolved. The review on the device history record for this console confirmed that it met specification prior to release. Based on the information available and analysis results, an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that an error was received stating to attach a fiber. Additionally, there was an energy delivery output/failure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.